Manufacturer narrative:
(B)(4).

Event description:
Patient complaint submitted to FDA-the patient states an icl was implanted on (B)(6) 2017. Reportedly, the day after surgery the pupil stayed dilated for about 6 months. Patient reports constant eye pain, dryness, and migraine headaches. Also reported: unable to drive nor have bright lights on, pilocarpine drops required along with various other medication prescribed for migraines, dry eyes that had to get "plugs" for, side effects from meds are "bad." The lens remains implanted. Unable to obtain additional information.